Manufacturer narrative:
Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were cause by a lead fracture at the weld nugget. X-ray inspection revealed that electrode 12 of the distal end had a fractured cable right at the weld nugget, but the fractured cable was not exposed. This damage typically occurs when the lead body is subjected to excessive tensile force resulting in cable fractures within the distal array.

Event description:
It was reported the patient experienced inadequate stimulation following a non-device related fall. The physician assessed that there were high impedances on one of the leads. Reprogramming was attempted, but was unsuccessful in adequately covering the patients pain area. The patient underwent a revision procedure to replace the lead. Post-revision the patient was receiving good pain coverage.

Manufacturer narrative:
Date of event: date unknown.

Event description:
It was reported the patient experienced inadequate stimulation following a non-device related fall. The physician assessed that there were high impedances on one of the leads. Reprogramming was unsuccessful in adequately covering the patients targeted pain area. The patient then underwent a revision procedure to replace the lead with high impedances, and received good pain coverage post-operatively.